Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had multiple bent cannulas (approx. 8 infusion sets) and diabetic ketoacidosis which lead to hospitalizations. The patient took out her site, as she was not receiving insulin due to the kinked cannula. She did not notice any damage when the package was first opened. Her blood glucose level was approximately between 700-800 mg/dl at the time of event and self-treated herself with an injection of lantus. She had ketone levels and the health care professional assessed ketone level as dangerous. During hospitalization, she was treated with water, IV fluids and injections of insulin and the treatment resolved the issue. The infusion had been in use for two days or less. She was hospitalized for approximately five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.